Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that the patient presented in clinic for device change out procedure. Upon interrogation, the left ventricular lead exhibited loss of capture. The lead was imaged and confirmed the lead had dislodged. The lead was explanted during device change out procedure. The patient was doing well post operation and would continue to be monitored with routine follow up.